Event description:
From the examination of the returned devices, the cause of the proximal type I endoleak could not be determined. However, it is likely that the highly angulated proximal neck contributed to the endoleak. It was observed that 2 of the bifurcate suprarenal stents were entangled at their proximal pins. The exact cause could not be determined, but most likely occurred during implant due to the severely angulated neck. It is possible that this stent entanglement may have contributed to the proximal type I endoleak due to possible non-uniform sealing of the vessel; the suprarenal stent entanglement may have caused some minor stent graft fabric infolding directly below the area of the entanglement on the posterior side. Several fabric cuts were also seen on the bifurcate; most prominently at the aortic body and flow divider. The appearance of the cuts, along with nearby suture cuts, would indicate that these were likely caused during excision of the stent graft. A fabric cut was also observed on the distal ipsilateral limb and at the mid-length of the contralateral limb. Films from pre and post-implant were reviewed. Pre-implant cta's showed a highly angulated proximal neck (approximately 90º) which is also calcified. The 6 cm aaa was filled with thrombus. The iliacs are moderately tortuous and also calcified. Cta's from 3 months post-implant show that the device was implanted within the angulated neck, and there is a proximal type I endoleak on the posterior-left side filling the 6.3 cm aaa. The ipsilateral limb was implanted in the left iliac; crossing over the contralateral limb. There are no stent kinks observed, or any other visible stent graft issues. Images during the repair of the proximal type I endoleak were not provided. The films could not confirm (or rule out) the suprarenal stent entanglement observed during the explant examination, and no endoleak was observed at the location of the fabric cuts seen on the explanted devices.

Manufacturer narrative:
Evaluation, method: (film). Results: patient's condition affected effectiveness of device (calcified aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (calcified aortic neck).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. Aneurysm was vessel morphology at implant was reported as the proximal aortic neck was 24-23-28 mm in diameter. The aortic neck was severely angulated at 75 degrees. The right iliac artery was 9-7-10 mm in diameter. The left iliac artery was 8-9-10 mm in diameter. It was reported that approximately 4 months post index procedure during a routine follow up there was a type I endoleak due to poor stent graft to vessel wall opposition. It was reported that the patient was successfully treated with an endurant cuff and a palmaz stent. However, an hour and a half post-secondary intervention the patient had an mi and expired. Autopsy showed that the cause of death was due to a coronary artery blockage. The review of returned images pre-implant show a highly angulated proximal neck (approximately 90deg) which is also calcified. The 6cm aaa was filled with thrombus. The iliacs are moderately tortuous and also calcified. Films post-index show that the device was implanted within the angulated neck, and there is a proximal type I endoleak. The max diameter aaa is 6.3cm. The ipsilateral limb was implanted in the left iliac; crossing over the contra limb. There are no stent kinks observed, or any other stent graft issues. Images during the repair of the proximal type I endoleak were not provided.

Manufacturer narrative:
(B)(4). Methods: films. Results: death, mi. Anatomy related: highly angulated proximal neck. Conclusion: anatomy related: highly angulated proximal neck.